Manufacturer narrative:
(B)(4). Device code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unknown error message occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were unable to complete a data transfer. The reported event of an unknown error message is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.